Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e, underwent percutaneous placement of an impella cp via the left femoral artery on (B)(6) 2026 at 17:24 and expired later that evening at 23:53 while on support. During support, clinical staff noted blood oozing around the reposition unit, with no available details regarding the implantation technique; a pressure dressing was applied, but oozing persisted until the patient¿s death. No allegations were made against the device, and no product was returned for evaluation. An unexplained temporary pump stop was also observed retrospectively on impella connect. The device paused for only a few seconds while running in auto mode, then restarted automatically, and no hemodynamic changes occurred during the brief interruption. No console or pump replacement was required, and no troubleshooting steps were taken at the time of the event. Additional details indicate the patient had coded several times prior to arrival, was anoxic for over an hour before impella insertion, and had an overall poor prognosis upon presentation. Based on the available information, the access-site oozing is consistent with vascular-access-related bleeding rather than device malfunction, and the brief autonomous pump stop did not result in hemodynamic compromise and is not indicative of an impella performance failure. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s severe pre-existing clinical deterioration rather than any malfunction of the device. The device is not available for return.

Manufacturer narrative:
Additional details were inadvertently omitted with follow-up 2 report. The correction is to provide the following additional details: initially, the pump stop issue was believed to involve only the automated impella controller (aic). Thereafter information was received and reviewed. The subsequent review determined that the pump stop event involved both the aic and the pump (for this report), which differs from the information initially available indicating that the issue was limited to the aic. Additional information involving the pump was subsequently received and noted the following: there was blood oozing around the reposition unit. The implant was done independently so there is no information about the technique of the implant. The physician applied a pressure dressing, but the site continued to ooze. Related report number. This device report is one of two associated with the pump stop event. Refer to h10 for the related report number (involving the aic).

Manufacturer narrative:
Updated information: d1 brand name updated d4 catalog number updated h6 component code changed from g04105 to g07003. The investigation for minor bleed/access site adverse event has been completed. The cause of the bleed cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
D4 revised. E4 was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a141204 added after review of the data logs.

Manufacturer narrative:
Following receipt of additional information previously reported the clinical narrative was updated and therefore captured in b5 event description accordingly. Related report number. This is one of two devices associated with the event. Refer to h10 for related report number(s).

Event description:
Clinical narrative (updated 2026-6-15). As the data logs were reviewed on the aic the team determined the temporary pump stop was impella pump related, not only related to the aic. The temporary pump stop lead to a temporary hemodynamic interruption without any noted clinical consequence. Prior clinical rationale: a 76-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e, underwent percutaneous placement of an impella cp via the left femoral artery on 2/19/2026 at 17:24 and expired later that evening at 23:53 while on support. During support, clinical staff noted blood oozing around the reposition unit, with no available details regarding the implantation technique; a pressure dressing was applied, but oozing persisted until the patient¿s death. No allegations were made against the device, and no product was returned for evaluation. An unexplained temporary pump stop was also observed retrospectively on impella connect. The device paused for only a few seconds while running in auto mode, then restarted automatically, and no hemodynamic changes occurred during the brief interruption. No console or pump replacement was required, and no troubleshooting steps were taken at the time of the event. Additional details indicate the patient had coded several times prior to arrival, was anoxic for over an hour before impella insertion, and had an overall poor prognosis upon presentation. Based on the available information, the access-site oozing is consistent with vascular-access-related bleeding rather than device malfunction, and the brief autonomous pump stop did not result in hemodynamic compromise and is not indicative of an impella performance failure. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s severe pre-existing clinical deterioration rather than any malfunction of the device.